Event description:
False negative result(s). Customer stated would not recommend they are not accurate. Purchased 3 for my family and after 2 days had to go to doctor to be tested and was positive for type a flu.

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.